Event description:
It was reported to philips that the device has an "ECG fault and prodigious sound". The self check was not passing and the device was chirping. There was no reported patient involvement.